Event description:
Md pushed the needle straight out from needle sheath as designed. However, as the needle was being pushed out of the sheath it bent and came out of sheath to the side instead of the needle coming out of the sheath straight. The needle tore the sheath. No harm to the patient since the physician had tested the device prior to the start of the patient's case.